Event description:
It was reported that the cables of the external pulse generator (epg) which have been in use about three months, often experience broken connectors in the field. Guidance and explanation was given to avoid such situations. Disposition of the cables are unknown. There was no patient involvement.

Event description:
It was further reported that the cables were returned.

Manufacturer narrative:
Product event summary: analysis found the cable is not physically broken on the outside. Cable bends sharply above stress relief. Intermittent connections when cable was bent / manipulated. Continuity opens located just above strain relief. Analysis also found the heart lead connector is discolored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.